Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017-, explanted: (B)(6) 2018, product type extension, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 03-apr-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient's family regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient's head and neck could not be smoothly rotated back and forth after (B)(6) 2017, and there was always a feeling of pulling. After the second operation, in (B)(6) 2017, the healthcare provider (hcp) loosened the connector of the wire for the patient. After the surgery, the patient could rotate left and right, but there was still a sense of tension in the front and back, and the ins would be pulled when the neck was back. The hcp told the patient's family that a change to the wire would solve the problem. It was unknown if effective measures were taken. Troubleshooting was unknown and it was unknown if the issue was resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Corrected coding. Device code c53269 and patient code c76143 do not apply and were added in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating the cause of the pulling was undetermined. The extension was replaced on (B)(6) 2018. No further complications were reported.